Event description:
It was reported, during an implant procedure, the helix would not extend after 30 turns. Consequently, this lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing determined that continuity of the proximal conductor was complete. The lead was received with the helix fully retracted, and the distal conductor distorted and fractured within the connector. Helix would not extend or retract due to distal conductor distortion within the connector. Damage at implant noted.